Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens implant (iol) procedure, there was an injector issue. The lens did not come out of the cartridge. Additional information received and stated that, the lens never came out of the inserter. In the surgeon¿s opinion, inserter was the cause of the event. The lens never came out of the inserter. The patient impact was not reported.